Event description:
Initial implant performed on (B)(6), 2008 by surgeon. Explant performed the same day shortly after the pt awakened from surgery. Reason for explant: a surgical error caused a blown pupil. Second implant performed in (B)(6) 2008. No complications with this device reported.

Manufacturer narrative:
Our sales rep found out of explant in (B)(6) and disclosed this information (B)(6) 2009 to raqa department. Product is not available to stryker for investigation. It was explanted and discarded by facility. Although we don't have access to the device, an investigation will take place and be included in a follow up report.